Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with a damaged pump head p2 door. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. The user interface module software version is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). The cause was determined to be a damaged pump head p2 door. To correct the condition, the pump head p2 door was replaced. If any additional information is received, a follow up MDR will be sent.